Manufacturer narrative:
Upon disassembly for visual inspection, corrosion was found on the bearings and motor. Additionally, the driveshaft was sticking to the spindle housing.

Event description:
It was reported that prior to a procedure, the core impaction drill leaked. Back-up equipment was used to complete the procedure. No adverse consequences to the user or patient were reported, as a result of this event.